Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned, thus the reported event could not be confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken articulation surface, the surgeon tried to remove and the peg snapped. Removed whilst in situ, with all broken components removed. Broke into two pieces of articulation surface and the spring came loose as a result. The peg for on the articulation surface which goes into the hole on the shim. Instruments tagged as damaged and being returned to wa operations via courier.